Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, type of foreign material was unable to be identified. The legal manufacturer confirmed there were no deviations to reprocessing instructions. Additionally, there was no physical damage of the device at the area where the foreign material remained. Therefore, a definitive root cause cannot be established. The events can be detected and prevented in accordance with the following sections of the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited the air/water (a/w) cylinder, a/w tube, and the jet tube (j-tube) had foreign objects. There were no reports of patient involvement.